Event description:
A surgeon reported postoperative flap folds in one pt. Flap repositioning was performed the day after surgery. Additional info has been requested but not received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).